Event description:
The user facility reported an impella cp was implanted in a 79-year-old male patient for mechanical circulatory support. It was reported that the patient was placed on impella cp support after being turned down surgically and the impella was placed without difficulty. The impella created an occlusive flow with the 14 french peel away sheath before and after being peeled away. The impella was removed. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.